Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test and off no power tests. No battery out limit alarm noted. The device had intermittent button response due to corroded keypad traces. The device was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked case at reservoir tube window corner.

Event description:
Customer reported that the buttons on the insulin pump are not responding. Customer stated he received a battery out limit alarm and when trying to clear it he noticed that the keypad is unresponsive. He changed the battery and issue persists. Device was not exposed to moisture. Blood glucose value is 195 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.